Event description:
The customer stated that the reservoir was occluded. Nothing further was reported.

Manufacturer narrative:
One open/used reservoir was inspected and found reservoir septum was missing. The reservoir will leak.